Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake and did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. Hospitalization was not required. On an unreported date the patient was treated with fortum, reflin and forcan 200mg tablet, twice a week. The outcome of peritonitis was unknown. The break in aseptic technique was unknown. The nurse stated that the peritonitis ws unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. This issue was confirmed because it was reported that there was a breach in aseptic technique in which the patient did not wear a mask. The label review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.